Event description:
Consumer called to report comparing her plink meter against another meter while in the hospital. Analysis run on clark error grid using competitive readings (176) as ref. Point vs. Bd readings (475) yielded data points in the c range of the grid, outside of acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.